Event description:
It was reported that the 9800 system intermittently displayed a temp sensor failed error. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a broken temperature wire. Repaired the temperature wire. The system was tested and found to be working as intended and placed back into service.